Event description:
The customer reported via phone call indicating that the insulin pump alarm low suspend. Customer's blood glucose was 4.5 mmol/l. The customer was advised that sensor cannula may not be sitting properly in the fluid and reading are remaining stagnant. The customer was advised to massage area when sensor is inserted. Customer was advised to continue sensing and monitor sensor glucose and blood glucose, if sensor glucose remain stagnant, advised him to remove sensor and insert a new one.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.